Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked reservoir tube lip, broken belt clip slot, scratched lcd window and missing end cap sticker noted.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting revealed a protruded drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.